Manufacturer narrative:
Investigation was performed and it was concluded that system error code 45049 was associated with an update made to the domain name system (dns) configuration on the internet used by da vinci s onsite to communicate with the onsite server. Onsite for the da vinci s surgical system is an optional upgrade that enables field service engineers to obtain system information remotely for the purpose of remotely diagnosing system issues. To communicate with the onsite server infrastructure, the da vinci s onsite hardware is connected to the hospital internet protocol (ip) network based on the network parameters provided by the hospital information technology department. The dns is used to translate server names to ip addresses. The da vinci s surgical system talks to the hospital dns server and performs a dns lookup to obtain the ip address of the onsite server. When the update was made to the dns configuration on the internet, the response received from the hospital dns server caused a memory error to occur. The system alarms (system generated fault code) functioned as designed and there was no injury to the patient. System error code 45049 appears when the da vinci s safety system detects a communication timeout with the software running the da vinci onsite application. When the memory error occurred the software was unable to respond and the communication timeout was detected. Upon determining these conditions, the system records the fault and transitions to a safe state. The dns update was reverted back to its prior configuration on (B)(6) 2011, and as of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure the surgical staff experienced four occurrences of system error code 45049. For each occurrence, a system restart was required to clear the error. After the fourth occurrence, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. The system had been in use for approximately 6 hours when the conversion occurred. No patient harm was reported.